Manufacturer narrative:
The failed sample was returned to vygon and was evaluated as part of the complaint investigation. The results of this investigation are as follows: vygon received one sample for examination. When trying to flush the catheter using the green lumen it was not possible due to severe occlusions but there was leakage in the catheter tube approximately 0.7 cm distal the wing. A radial, slightly diagonal running hole became visible using the microscope. Typical signs for a cut with a sharp instrument were seen with a length of approximately 1.3 mm. Since no batch number was provided, it was not possible to review the batch history records. Each catheter is flow and leak tested during production and the tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. There are 14 other complaints for code 4g07125223 regarding leaking catheters within the last 3 years. No further corrective action will be initiated by quality management at this time as a manufacturing fault cannot be concluded. As the catheter worked well for 23 days, vygon does not believe this was manufacturing fault. No further corrective action will be initiated by quality management at this time as there are no indications of a manufacturing root cause. However, vygon will continue to monitor this issue.

Event description:
Catheter had been in dwell for 23 days infusing fentanyl, and was found to be leaking. The line was removed. No reported harm to patient.

Manufacturer narrative:
The failed sample has been returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
Catheter had been in dwell for 23 days infusing fentanyl, and was found to be leaking. The line was removed. No reported harm to patient.